Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and suture was used. In 2007 the patient underwent a mesh and bladder sling kit due to pop, rectocele, leaky bladder, and weak pelvic floor. The patient underwent a colonoscopy and it shows an white object embedded in the patient¿s colon. No additional information was provided.

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5041890. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.